Event description:
It was reported that cardiac perforation was suspected. It was also noted that the lead exhibited loss of capture. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found insulation abrasion at the helix housing area. The abrasion was consistent with that due to friction with another implanted device.